Manufacturer narrative:
Concomitant medical products: 4194 lead, implanted: (B)(6) 2006. Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The initial reported event of lead fracture and infection was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
A lawsuit alleged that the lead was fractured and explanted and the patient experienced complications. No further details were provided. It was further reported that the lead was removed due to infection. No further patient complications have been reported as a result of this event.